Manufacturer narrative:
No failure was identified related the device being able to charge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen became cracked. It was also reported that the pump was not charging properly. The contact reported that the customer experienced a blood glucose (bg) level of 500 (mg/dl) and ketones. A manual injection was delivered to address bg level. During troubleshooting for the charging issue with tandem technical support, an alternate usb cable was able to successfully charge the pump. A replacement usb cable was sent to the customer. It was indicated that insulin injections were available for alternate insulin therapy.